Manufacturer narrative:
The log file of the affected device was analysed regarding the reported event. Based on the log file analysis the reported event could be confirmed. The log file revealed a communication problem between the cockpit and the ventilation unit of the device. This indicates an access problem on the hard drive that caused a boot error during the cockpit restart, causing a temporary loss of cockpit function while ventilation was in progress. The solid state disc (ssd) and the bios battery have already been replaced by the dräger service. The device was tested and confirmed to be operating as per manufacturers specifications. If the hard disk is not accessible for the microprocessor system, the safety software initializes a warm start of the cockpit. If the hard disk is not accessible even during the warm start, the cockpit's boot process cannot be completed. A corresponding error message is displayed on the black screen and the acoustic auxiliary alarm is activated after 45 seconds at the latest. In this case, the ventilation continues with the set parameters. Monitoring functions and the user interface of the cockpit are not available. Safety-relevant parameters such as fio2, minute volume or airway pressure are displayed in the additional oled display, in which the user can see the ongoing ventilation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the display of the device blanked out. It stated rebooting and asked to insert a bootable medium. There were no health consequences for the patient reported.